Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The dilator was returned, and kinks were observed. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then, a functional test of the side port was performed, and no issues were observed. The device history record (DHR) for lot number 50000146 and no internal action related to the complaint was found during the review. The hemostatic valve dislodged reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant (reentry) tachycardia & (avrt)wolff-parkinson white syndrome (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the vizigo¿ sheath was leaking. The physician was able to visualize bubbles inside of the irrigation tubing. They replaced the vizigo sheath, and the procedure continued without further issues. The hemostatic valve broke/separated. The hemostasis valve (gasket) dislodged inside the hub. The hemostatic valve did not dislodge outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 9.1ml.